Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation. The left ventricular lead exhibited high thresholds and an intermittent loss of capture; imaging confirmed that lead dislodgment had occurred. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.